Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported that during a myosure procedure for uterine tissue removal on (B)(6) 2015, the disposable device "stopped cutting". The physician then performed a hysteroscopy and visualized what the believed to be "metal fragments in the uterus". The physician used a curette to remove the foreign material. No injury reported and the patient was discharged home.